Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # 9614279-2013-00009. A partial set, which contained the portion with the three stopcocks, of the actual device involved in the reported incident was returned for evaluation. The luer taper of the first solvent bonded stopcock was broken apart from the second stopcock. An additional unused sample with packaging identifying the reported lot number was also returned for evaluation. There was a b-d syringe attached to one of the stopcocks. No portion of the set or stopcock assembly was noted to be broken apart, however it was observed that the alignment of one of the three bonded stopcocks on the set was not even with the other two stopcocks. When laying the stopcock assembly portion of the set on a level surface, one of the three stopcock sideports was aligned at an angle and was not flush with the other two stopcock sideports. Multiple follow-up attempts to the facility to obtain additional information were unsuccessful. Based on the results of this investigation, an excess force exerted by the user when attaching the syringe, in combination with a stopcock sideport misalignment may have contributed to the reported incident. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. There are no other reports of this nature against the reported catalog number, finished good lot number, or evaluated stopcock lots. No adverse trends of this nature were identified during the complaint review process. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: the stopcock "broke." When the anesthesiologist attaches a syringe to the stopcock, they have to use force and it breaks. The breakage of the stopcock resulted in blood leakage during the case. The syringe used is from bd. There was no patient injury.